Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the tip of the plate holder broke off while putting the plate on during an unspecified spinal surgery. The tip was left inside of the patient as it was small and contained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.